Manufacturer narrative:
(B)(4). At the time of this report, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as cmplnt-(B)(4).

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient did not wear a mask while performing pd therapy. On the same day as peritonitis onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with injection (inj) of vancomycin (1 gram in first bag-1 dose only, frequency not reported) and next bag inj of fortum (1 gram -each bag, frequency not reported). At the time of this report, the patient was recovering from the peritonitis and dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The breach was further described as the patient did not wear a mask and reuse of single use product. Should additional relevant information become available, a supplemental report will be submitted.